Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (parodontax complete protection) toothbrush (batch number unk, expiry date unknown) for dental care. This case was associated with a product complaint. On an unknown date, the patient started parodontax complete protection. On an unknown date, an unknown time after starting parodontax complete protection, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: gsk medically significant), foreign body in mouth and product complaint. The action taken with parodontax complete protection was unknown. On an unknown date, the outcome of the foreign body in throat, foreign body in mouth and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat and foreign body in mouth to be related to parodontax complete protection. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: this case was reported by a consumer via call center representative on 21 jan 2021. The consumer reported that "about 2 weeks ago I bought the above toothbrush at pii. Yesterday morning while brushing my teeth, I then had a few fibers in my mouth, and then last night the rest of a whole bunch. These fine fibers were then all over my mouth and throat area. With a toothbrush like theirs, which is not quite cheap, I find that quite unfortunate." Follow up information received from qa on 22 jan 2021: loosing filaments, check if the duration of use of the brush is known or approximately known. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residue between tufts of bristles and in grooves of handle) as well as smell of toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments. Worn out filaments, check if hardness of bristles was as customer expected. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residues) as well as smell for toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments or filaments are starting to fall out. Please be assured that all gsk products are produced according to applicable standards and approved specifications. Qa analysis of product complaint (B)(4) and found the complaint to be unsubstantiated. Email confirmation received: follow up information was received on 26 jan 2021 including pictures of the product . The initial an follow up information were processed together. Follow up details; follow up report was received on (B)(6) 2021 from the patient via call. The patient said that she didn't go to doctor and therefore she doesn't want to sign the consent form as there is no further information for the follow up. She just wanted to report what happened with the toothbrush (parodontax complete) and she managed to get the bristles out of the mouth / throat on her own. Case correction performed to the follow-up report received on 03-mar-2021 identified during external review which was notified on 01-apr-2021: the additional information and device evaluation check box were ticked in the medwatch form. The device returned to manufacturer was selected "no" and the reason for non evaluation was selected 81 other in the medwatch form. The device problem was changed to product quality complaint and the health impact was changed to appropriate health impact term/code not available. The conclusion in the evaluation/investigation codes was changed to "no problem detected". Error correction was performed to the initial report received on 21 jan 2021 identified during external review which was notified on 01 apr 2021: the seriousness criteria "other" was unchecked.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (parodontax complete protection) toothbrush (batch number unk, expiry date unknown) for dental care. This case was associated with a product complaint. On an unknown date, the patient started parodontax complete protection. On an unknown date, an unknown time after starting parodontax complete protection, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: gsk medically significant), foreign body in mouth and product complaint. The action taken with parodontax complete protection was unknown. On an unknown date, the outcome of the foreign body in throat, foreign body in mouth and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat and foreign body in mouth to be related to parodontax complete protection. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: this case was reported by a consumer via call center representative on 21 jan 2021. The consumer reported that "about 2 weeks ago I bought the above toothbrush at pii. Yesterday morning while brushing my teeth, I then had a few fibers in my mouth, and then last night the rest of a whole bunch. These fine fibers were then all over my mouth and throat area. With a toothbrush like theirs, which is not quite cheap, I find that quite unfortunate.". Follow up information received from qa on 22 jan 2021: loosing filaments, check if the duration of use of the brush is known or approximately known. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residue between tufts of bristles and in grooves of handle) as well as smell of toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments. Worn out filaments, check if hardness of bristles was as customer expected. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residues) as well as smell for toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments or filaments are starting to fall out. Please be assured that all gsk products are produced according to applicable standards and approved specifications. Qa analysis of product complaint (B)(4) and found the complaint to be unsubstantiated. Email confirmation received: follow up information was received on 26 jan 2021 including pictures of the product . The initial an follow up information were processed together. Follow up details; follow up report was received on 03-mar-2021 from the patient via call. The patient said that she didn't go to doctor and therefore she doesn't want to sign the consent form as there is no further information for the follow up. She just wanted to report what happened with the toothbrush (parodontax complete) and she managed to get the bristles out of the mouth / throat on her own.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (parodontax complete protection) toothbrush (batch number unk, expiry date unknown) for dental care. This case was associated with a product complaint. On an unknown date, the patient started parodontax complete protection. On an unknown date, an unknown time after starting parodontax complete protection, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: gsk medically significant), foreign body in mouth and product complaint. The action taken with parodontax complete protection was unknown. On an unknown date, the outcome of the foreign body in throat, foreign body in mouth and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat and foreign body in mouth to be related to parodontax complete protection. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: this case was reported by a consumer via call center representative on 21 jan 2021. The consumer reported that "about 2 weeks ago I bought the above toothbrush at pii. Yesterday morning while brushing my teeth, I then had a few fibers in my mouth, and then last night the rest of a whole bunch. These fine fibers were then all over my mouth and throat area. With a toothbrush like theirs, which is not quite cheap, I find that quite unfortunate." Follow up information received from qa on 22 jan 2021: loosing filaments, check if the duration of use of the brush is known or approximately known. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residue between tufts of bristles and in grooves of handle) as well as smell of toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments. Worn out filaments, check if hardness of bristles was as customer expected. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residues) as well as smell for toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments or filaments are starting to fall out. Please be assured that all gsk products are produced according to applicable standards and approved specifications. Qa analysis of product complaint pqc65075 and found the complaint to be unsubstantiated. Email confirmation received: follow up information was received on 26 jan 2021 including pictures of the product . The initial an follow up information were processed together. Follow up details; follow up report was received on 03-mar-2021 from the patient via call. The patient said that she didn't go to doctor and therefore she doesn't want to sign the consent form as there is no further information for the follow up. She just wanted to report what happened with the toothbrush (parodontax complete) and she managed to get the bristles out of the mouth / throat on her own. Case correction performed to the follow-up report received on 03-mar-2021 identified during external review which was notified on 01-apr-2021: the additional information and device evaluation check box were ticked in the medwatch form. The device returned to manufacturer was selected "no" and the reason for non evaluation was selected 81 other in the medwatch form. The device problem was changed to product quality complaint and the health impact was changed to appropriate health impact term/code not available. The conclusion in the evaluation/investigation codes was changed to "no problem detected".

Manufacturer narrative:
Argus case: (B)(4).

Manufacturer narrative:
Argus case (B)(4).

Event description:
Few fibers in my mouth/rest of the whole bunch/fine fibers were all over my mouth and throat area [foreign body in throat] few fibers in my mouth/rest of the whole bunch/fine fibers were all over my mouth and throat area [foreign body in mouth] case description: on an unknown date, the patient started parodontax complete protection. On an unknown date, an unknown time after starting parodontax complete protection, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: gsk medically significant), foreign body in mouth and product complaint. The action taken with parodontax complete protection was unknown. On an unknown date, the outcome of the foreign body in throat, foreign body in mouth and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat and foreign body in mouth to be related to parodontax complete protection. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: this case was reported by a consumer via call center representative on 21 jan 2021. The consumer reported that "about 2 weeks ago I bought the above toothbrush at pii. Yesterday morning while brushing my teeth, I then had a few fibers in my mouth, and then last night the rest of a whole bunch. These fine fibers were then all over my mouth and throat area. With a toothbrush like theirs, which is not quite cheap, I find that quite unfortunate." Follow up information received from qa on 22 jan 2021: loosing filaments, check if the duration of use of the brush is known or approximately known. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residue between tufts of bristles and in grooves of handle) as well as smell of toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments. Worn out filaments, check if hardness of bristles was as customer expected. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residues) as well as smell for toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments or filaments are starting to fall out. Please be assured that all gsk products are produced according to applicable standards and approved specifications. Qa analysis of product complaint (B)(4) and found the complaint to be unsubstantiated. Email confirmation received: follow up information was received on (B)(6) 2021 including pictures of the product . The initial an follow up information were processed together.